Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific device issue was available. The product analysis detected an unreported condition of a disassembled handle and a damaged ir shield. Visual analysis noted that there was also damage to the external housing and a non-critical internal electrical component. The product analysis noted evidence that the device was not used as intended. This issue can occur due to rough handling of the device. The product analysis detected another unreported condition of a damaged flex cable on the ground pins where it connects to the motor board. The most likely root cause for the additional condition is attributed to device design. This can occur due to the rear handle housing pushing against the flex cable. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, it was stated that the device display is not working. The handle was reset but still shut off. There was no patient involvement. Initial evaluation of the incident device found ground trace on 44-pin flex cable being damaged due to the rear handle housing pushing against the flex cable. Assembly drawings were reviewed and the failure mode observed is consistent with the finding outlined in the correction action and preventative action (CAPA) report CAPA (B)(4). The hazards associated with this were investigated under (B)(4). This defect will be trended for reoccurrence.